Event description:
It was reported by service report that the head left side rail panel was cracked and there was fluid intrusion. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: cracked head left side rail panel.